Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that particulate matter was found inside at least two (2) evacuated containers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : additional information/correction:lot number - dr18f20070 and an unspecified lot number. A batch review was conducted for dr18f20070 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.